Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm found the issue was within the coiled cord cable and removed and replaced the part with a new coiled cord cable then completed pm service. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee who has different contact details from that of the event site; their contact information are as follows: (B)(6). The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the monitor for the cardiosave intra-aortic balloon pump (iabp) shut off. It was later reported that the monitor would turn off and reboot. There was no patient involved and no adverse event reported.